Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, a vibratory alert due to high, out of range, low voltage lead impedance was observed on the right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable.